Event description:
It was reported that while traveling the user experienced a low glucose of 53 mg/dl after an unannounced sandwich before bed, treated the hypoglycemia with soda leading to a subsequent high of 227 mg/dl, and later confirmed a fingerstick of 200 mg/dl that was manually entered to calibrate the ilet system. No device component issue was identified, and the event was associated with user procedure, including not announcing the meal and overtreating the low. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified and categorized as improper procedure, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. This report is being submitted for overtreating hypoglycemia. A separate report has been submitted under report number 3019004087-2026-44484 for missed meal announcement.